Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No frozen display was noted. A no delivery alarm and a bolus anomaly could not be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. Customer stated that the insulin pump has a frozen screen and the buttons are unresponsive. Insulin pump will need to be replaced. No additional information provided.